Event description:
Reference number (B)(4). Event occurred in the united states it was reported on (B)(6) 2024 that the patient admitted to the hospital for more than 24 hours due to high blood glucose level of 400 mg/dl and dka. Patient felt sick/unwell, tired/weak, extremity pain/cramps, vomiting / sweating. IV insulin drip was given to the patient for the treatment. No further information available.

Manufacturer narrative:
Patient city - (B)(6)